Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 157 mg/dl at the time of the call. The customer was given dextrose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was having sensor calibration issues as well. The insulin pump will not be returned for analysis.